Event description:
It was reported that during use of the product, the user was unable to deflate the balloon, so he overinflated the balloon so that it burst. The catheter was removed from the pt and there were no complications.